Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited high thresholds with loss of capture (loc) and pacing inhibition. An x-ray confirmed lead fracture. The lead was explanted without incident. No adverse patient effects were reported. The lead is not expected to be returned for analysis.